Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead received five shocks. Noise was present alone on the rate/sense portion of the lead which was oversensed and this could not be reproduced. The rv diagnostics were reportable as stable with a little drop in impedance and this patient was not dependant. It was later reported that a fracture was present and this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
A return request was made for this lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The complete lead was returned to our (B)(4) laboratory. The lead was returned in two segments severed approximately 13.4 cm from the is-1 pin. The trilumen insulation was missing at 13.4-24.5 cm from is-1 pin. This was the distal side as the proximal side of the fracture was missing and not returned. Analysis confirmed the inner conductor coil was fractured at 22.3 cm. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.